Event description:
Meter would not power on while attempting to test. The pt reported high blood glucose symptoms. However they did not attempt to test while experiencing symptoms. The pt reported that they went to the hosp, however there is no further info documented regarding the case. The issue was not resolved with troubleshooting. No further info has been reported. Medical affairs attempted to reach the pt by phone to obtain further clinical info, but was not able. A letter is being sent out as a second attempt to reach the pt.